Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had power loss alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports she had a power failure and states when she went to check the alarm the screen went black and then states she received a power failure again. The insulin pump will not be returned for analysis.